Manufacturer narrative:
(B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized. The cause of the event was reported as gastrointestinal issue (not further specified). The patient was treated with unknown antibiotics (doses, frequencies and route of administration not reported) for the peritonitis. In the same month as onset, antibiotics therapy was discontinued and the patient was recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.